Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
During cath lab procedures while using the phase-in etco2 option for merge hemo, the system could occasionally become non-responsive to user actions (freezes up), the record button might become grayed out and unable to start /stop recording, or multiple short recordings might be displayed versus the typical long, continuous recording. A customer reported that waveform recordings are not full time length. It was noted that from time to time the system is not recording for the full eight seconds. Two recordings on the aortic opening (ao) were noted as five beats for the first and a full 10 beats for the second.